Manufacturer narrative:
The lot number for the device was provided and a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation a photograph was provided for review. The investigation confirmed for distaflo ripped. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dfm5006sc eptee vascular graft allegedly material split, cut or torn. This information was received from one source. The alleged malfunction had patient involvement but there were no reported patient consequences. The age, weight and gender of the patient was not provided.